Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd vacutainer® blood collection tube was lipemic during use. The patient was redrawn within an hour of the initial collection by a different phlebotomist. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "he stated they collected 5 tubes, two blue tops, two green tops, and one gold top, and of those 1 blue and 1 green were lipemic and the rest were fine." "Customer did not have reference# or lot#'s. All tubes were drawn at the same time by direct venipuncture and her reports that one blue and 1 green were lipemic. Specimen was redrawn within 1 hour of first collection by a different phlebotomist and all tubes were clear/no lipemia."

Event description:
It was reported that the unspecified bd vacutainer® blood collection tube was lipemic during use. The patient was redrawn within an hour of the initial collection by a different phlebotomist. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "he stated they collected 5 tubes, two blue tops, two green tops, and one gold top, and of those 1 blue and 1 green were lipemic and the rest were fine." "Customer did not have reference# or lot#'s. All tubes were drawn at the same time by direct venipuncture and her reports that one blue and 1 green were lipemic. Specimen was redrawn within 1 hour of first collection by a different phlebotomist and all tubes were clear/no lipemia."

Manufacturer narrative:
H.6. Investigation summary bd had not received samples or photos from the customer facility for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. H3 other text : see section h.10.